Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the tendon and knee pain was attributed to the length of the first im nail being too long. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 8mm x 380mm, standard nail using two proximal screws and one distal screw. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fractured left tibia, was replaced due to the original implant being too short. No xrays were provided and it is not know if the original implant was a sign product or when it was implanted.